Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included motrin [naproxen]. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test.". The patient's medical history included pap smear abnormal on (B)(6) 2012 and neck pain. Previously administered products included for an unreported indication: ferrous sulfate from (B)(6) 2012 to (B)(6) 2013, prenatal vitamin from (B)(6) 2012 to (B)(6) 2013 and glyburide from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included menses irregular since (B)(6) 2015, hypothyroidism since (B)(6) 2014, abdominal pain, abdominal discomfort, vaginal dryness, hyperthyroidism, headache, dizziness, bacterial vaginosis, anemia, cramp in lower abdomen, nausea, thyroid cyst, multiple allergies (nkda), urinary tract infection, burning micturition, swollen tonsils, tonsillectomy & adenoidectomy, ovarian cystectomy, uterine bleeding, vascular disorder, adenomyosis, pelvic adhesions, cervicitis, cholestasis and diabetes. Concomitant products included clindamycin, codeine phosphate (codein) since (B)(6) 2013, desogestrel;ethinylestradiol (desogestrel and ethinyl estradiol) from (B)(6) 2015 to (B)(6) 2016, diazepam (valium), ethinylestradiol;levonorgestrel (levonorgestrel and ethinyl estradiol) from (B)(6) 2015 , ibuprofen since (B)(6) 2013, levocabastine hydrochloride (zyrtec) since 2001, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 , medroxyprogesterone acetate (provera) (B)(6) 2015, nsaids since (B)(6) 2013, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2013 and paracetamol (tylenol) since (B)(6) 2013. On an unknown date, the patient started motrin [naproxen] at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal infection had resolved and the fatigue, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: after insertion, 1 coil seen on left side and 1 coil seen on right side. Concomitant drug includes norethindrone-ethinylestradiol-iron received treatment for pain, bleeding and bladder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Magnetic resonance imaging - on (B)(6) 2017: 1. Pelvic pain. 2. Essure micro inserts likely to be etiology of pain. 3 . Abnormal uterine bleeding. Ultrasound scan vagina - on (B)(6) 2016: normal sized uterus with normal endometrial stripe right and left varies with follicles-all physiologic. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events pelvic pain, abdominal pain, genital bleeding and vaginal hemorrhage were updated to recovered.seriousness criteria for event genital hemorrhage updated to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included motrin [naproxen]. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test.". The patient's medical history included pap smear abnormal on (B)(6) 2012 and neck pain. Previously administered products included for an unreported indication: ferrous sulfate from (B)(6) 2012 to (B)(6) 2013, prenatal vitamin from (B)(6) 2012 to (B)(6) 2013 and glyburide from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included menses irregular since (B)(6) 2015, hypothyroidism since (B)(6) 2014, abdominal pain, abdominal discomfort, vaginal dryness, hyperthyroidism, headache, dizziness, bacterial vaginosis, anemia, cramp in lower abdomen, nausea, thyroid cyst, multiple allergies (nkda), urinary tract infection, burning micturition, swollen tonsils, tonsillectomy & adenoidectomy, ovarian cystectomy, uterine bleeding, vascular disorder, adenomyosis, pelvic adhesions, cervicitis, cholestasis and diabetes. Concomitant products included clindamycin, codeine phosphate (codein) since (B)(6) 2013, desogestrel;ethinylestradiol (desogestrel and ethinyl estradiol) from (B)(6) 2015 to (B)(6) 2016, diazepam (valium), ethinylestradiol;levonorgestrel (levonorgestrel and ethinyl estradiol) from (B)(6) 2015 to (B)(6) 2015, ibuprofen since (B)(6) 2013, levocabastine hydrochloride (zyrtec) since 2001, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013, medroxyprogesterone acetate (provera) from (B)(6) 2015 to (B)(6) 2015, nsaids since (B)(6) 2013, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2013 and paracetamol (tylenol) since (B)(6) 2013. On an unknown date, the patient started motrin [naproxen] at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant) and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage, vaginal haemorrhage, fatigue, depression, anxiety and weight increased outcome was unknown and the menorrhagia, dysmenorrhoea and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: after insertion, 1 coil seen on left side and 1 coil seen on right side. Concomitant drug includes norethindrone-ethinylestradiol-iron received treatment for pain, bleeding and bladder device insertion and removal date not mentioned in this follow up . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Magnetic resonance imaging - on (B)(6) 2017: 1. Pelvic pain. 2. Essure micro inserts likely to be etiology of pain. 3 . Abnormal uterine bleeding. Ultrasound scan vagina - on (B)(6) 2016: normal sized uterus with normal endometrial stripe right and left varies with follicles-all physiologic. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs received. Concomitant condition and event's physical pain/pain pelvic pain , abdominal pain outcome updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included motrin (naproxen). Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test." The patient's medical history included pap smear abnormal on (B)(6) 2012 and neck pain. Previously administered products included for an unreported indication: ferrous sulfate from (B)(6) 2012 to (B)(6) 2013, prenatal vitamin from (B)(6) 2012 to (B)(6) 2013 and glyburide from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included menses irregular since (B)(6) 2015, hypothyroidism since (B)(6) 2014, abdominal pain, abdominal discomfort, vaginal dryness, hyperthyroidism, headache, dizziness, bacterial vaginosis, anemia, cramp in lower abdomen, nausea, thyroid cyst, multiple allergies (nkda), urinary tract infection, burn, swollen tonsils, tonsillectomy & adenoidectomy, ovarian cystectomy, uterine bleeding, pulmonary congestion, adenomyosis, pelvic adhesions and cervicitis. Concomitant products included chlorphenamine maleate; dextromethorphan hydrobromide; paracetamol; pseudoephedrine hydrochloride (tylenol) since (B)(6) 2013, clindamycin, codeine phosphate (codein) since (B)(6) 2013, desogestrel; ethinylestradiol (desogestrel and ethinyl estradiol) from (B)(6) 2015 to (B)(6) 2016, diazepam (valium), ethinylestradiol; ferrous fumarate; norethisterone (norethindrone and ethinyl estradiol and ferrous fumarate) from (B)(6) 2016 to (B)(6) 2017, ethinylestradiol; levonorgestrel (levonorgestrel and ethinyl estradiol) from (B)(6) 2015 to (B)(6) 2015, ibuprofen since (B)(6) 2013, levocabastine hydrochloride (zyrtec) since 2001, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013, medroxyprogesterone acetate (provera) from (B)(6) 2015 to (B)(6) 2015, nsaids since (B)(6) 2013, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2013. On an unknown date, the patient started motrin (naproxen) at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, vaginal infection, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: after insertion, 1 coil seen on left side and 1 coil seen on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Nuclear magnetic resonance imaging - on (B)(6) 2017: pelvic pain. Essure micro inserts likely to be etiology of pain. Abnormal uterine bleeding. Ultrasound scan vagina - on (B)(6) 2016: normal sized uterus with normal endometrial stripe right and left varies with follicles-all physiologic. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2019: pfs and mr received: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), fatigue, infection (bladder/ urinary tract/vaginal) type: vaginal, depression, mental anguish, weight gain,patient did not under go essure confirmation test. Event verbatim was updated as physical pain/pain pelvic pain. Reporter information were updated, patient history, concomitant drugs and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included motrin [naproxen]. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test.". The patient's medical history included pap smear abnormal on(B)(6)2012 and neck pain. Previously administered products included for an unreported indication: ferrous sulfate from (B)(6)2012 to (B)(6)2013, prenatal vitamin from (B)(6)2012 to (B)(6)2013 and glyburide from (B)(6)2012 to (B)(6)2013. Concurrent conditions included menses irregular since (B)(6)2015, hypothyroidism since (B)(6)2014, abdominal pain, abdominal discomfort, vaginal dryness, hyperthyroidism, headache, dizziness, bacterial vaginosis, anemia, cramp in lower abdomen, nausea, thyroid cyst, multiple allergies (nkda), urinary tract infection, burning micturition, swollen tonsils, tonsillectomy & adenoidectomy, ovarian cystectomy, uterine bleeding, vascular disorder, adenomyosis, pelvic adhesions and cervicitis. Concomitant products included clindamycin, codeine phosphate (codein) since (B)(6)2013, desogestrel;ethinylestradiol (desogestrel and ethinyl estradiol) from (B)(6)2015 to (B)(6)2016, diazepam (valium), ethinylestradiol;levonorgestrel (levonorgestrel and ethinyl estradiol) from (B)(6)2015 to (B)(6)2015, ibuprofen since (B)(6)2013, levocabastine hydrochloride (zyrtec) since 2001, medroxyprogesterone acetate (depo provera) from (B)(6)2013 to (B)(6)2013, medroxyprogesterone acetate (provera) from (B)(6)2015 to (B)(6) 2015, nsaids since june 2013, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since (B)(6)2013 and paracetamol (tylenol) since (B)(6)2013. On an unknown date, the patient started motrin [naproxen] at an unspecified dose and frequency. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant) and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and vaginal infection had resolved and the abdominal pain, genital haemorrhage, vaginal haemorrhage, fatigue, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: after insertion, (B)(4) coil seen on left side and (B)(4) coil seen on right side. Concomitant drug includes norethindrone-ethinylestradiol-iron received treatment for pain, bleeding and bladder device insertion and removal date not mentioned in this follow up . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Nuclear magnetic resonance imaging - on (B)(6)2017: 1. Pelvic pain. 2. Essure micro inserts likely to be etiology of pain. 3 . Abnormal uterine bleeding. Ultrasound scan vagina - on (B)(6)2016: normal sized uterus with normal endometrial stripe right and left varies with follicles-all physiologic. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: new pfs received- new events added: abdominal pain, general abnormal bleeding were added.outcome of event pelvic pain from recovering/resolving to recovered/resolved and events pain, bleeding, bladder/urinary from unknown to recovered/resolved were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.